Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, damage of image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to stress, external factors, or handling caused the noisy image, error e218 and error b31 to occur. The inspection method for the suggested events is described as follows in the operation manual: "chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system in the operation manual.¿ ¿inspection of the endoscopic image¿ ¿confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following issues were found during the device evaluation: the device had temporary image loss. This was due to damage on the charged coupled device unit, causing image noise to occur and a no image to occur. A e218 (scope malfunction error) occurred, and a b31 (scope communication error) occurred. Additionally, adhesive on bending section cover (a-rubber) had a chip. Adhesive on bending section cover (a-rubber) had a crack. The video connector case had a crack. The video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the device was displaying temporary image loss. It is unknown when the problem was identified. There was no harm or user injury reported due to the event.